Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 06/03/2013 with the following results: confirmed that display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Findings unrelated to this complaint: battery compartment crack observed from threads to case seal. Battery cap damaged, threads peeling. A test cap was used for all testing. Cartridge compartment damaged in thread area. Cartridge cap is able to fully secure. No audible tone during power up, vibration alert is responsive. All piezo solder joints appear intact: concluded a bad piezo. Installed test cover and audible tone is functional. Keypad intact. "Contrast" key not responding. Removed keypad. Contamination found under "contrast" key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen had become faded and the light was not working. It was noted the screen appeared to be foggy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.